Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal right coronary artery. A 20mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion but the balloon catheter shaft broke inside the guide catheter. The device was removed by opening the y valve of the guiding catheter and gently pulling back the guidewire so that the proximal portion of the balloon catheter emerged from the hub of the guide catheter and was removed together with the guidewire. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).